Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2021, product type:lead. Product ID :977a260, serial# (B)(4), implanted: (B)(6)2019, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 10-jan-2023, UDI#:(B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 10-jan-2023, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had a pocket infection and had a complete explant. The issue was resolved at the time of report.